Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 09/04/2009 that a customer had an issue with a hypodermic needle. The customer reports while giving an injection on the pt's buttocks, the needle broke off and the doctor didn't realize that the needle had broken until a x-ray was performed on the pt. The customer reports the doctor asked the pt whether they would like the needle taken out or left in as it was ok to leave it in, and the pt was okay with leaving it in and wasn't concerned.